Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Npi question on error code 800.8000 on 8. Resolution: tech has question on error code 800.8000 on 8015ls unit, explain the error is a software fault which is cause by unit being interrupt by other equipment that are not our units, the only test to run to resolve error is re-flash the software on unit if flash fails next replace main board on unit. Tech thank me for my assist.